Event description:
It was discovered during a routine field service maintenance visit that the power plug on the neptune rover was partially melted. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The power plug was replaced and the unit was returned to service.